Event description:
It was reported that during a procedure on (B)(6) 2023, while attempting to drill for proximal locking screws for a tibial nail advanced (tna) nail in the s1 hole, the drill bit hit the nail. The nail was not aligned properly. The surgeon checked the nail for tightness and was able to get a turn to tighten the nail. Surgeon determined that the nail likely misaligned because it became loose from the handle. They were ultimately able to get the drill bit and screw through the nail. Additionally the t-handle chuck seemed to turn freely when it should have been tight. The drill tipped k-wire also was difficult to remove from the inside of the opening drill bit. The surgery was successfully completed with a fifteen minute delay. There was no patient consequence; patient was stable. This report is for a guide wire- w/ drill tip ø 3.2mm/ 400mm. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.